Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on before september 23, 2014.

Event description:
It was reported that when the patient presented in emergency room, multiple episodes of rv lead noise that inhibited pacing and oversensing were observed. Noise was previously seen via merlin transmission. The lead was capped and replaced on (B)(6) 2019. Patient¿s condition was stable before, during and after the procedure.